Manufacturer narrative:
H10: five (5) actual devices were received for evaluation. A visual inspection was performed which identified that the 5 sets were packaged with overpouches from a different product at the plant. The different product packaging was produced together in same production area. The reported condition was verified. The cause of the condition was determined to be operator error during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) extension sets had the wrong label on the individual packaging; the labels contained information for a different product. This was observed upon retrieval of the products from the carton. There was no patient involvement. No additional information is available.